Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed resolving the occlusion. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. The customer addressed their elevated bg with a supply change.